Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer's blood glucose level was unknown. Customer stated that insulin pump had scratches on the screen and it makes harder to read screen to the patient. The insulin pump will not be returned for the analysis.